Event description:
A (B)(6) gentleman that presented on (B)(6) 2011 for an elective laparoscopic colon resection, possible open. Past medical history of having had five bouts of diverticulitis requiring hospitalization and/or antibiotic use, hypertension, coronary artery disease having an mi 6 years ago, copd, diabetes, elevated cholesterol, morbid obesity, rheumatoid arthritis, and hyposplenism. During surgery the sigmoid colon was surveyed laparoscopically and there appeared to be active, moderate to severe disease. After about 2 hours of dissection the surgeon decided to convert to an open procedure, so that no structures were injured. Once the sigmoid was removed, a 25 eea was used. The surgeon stated, "eea was placed throughout the anus into the rectum, connected well, and fired. For some reason there was a malfunction. The staple line was not cut and while withdrawing it tore the staple line. Because of this, the entire staple line was removed and the decision was made to do a hand-sewn single layer anastomosis end-to-end using 3-0 silk interrupted sutures". Case was completed with no further complications. On (B)(6) 2011 the patient had sudden onset of shortness of breath. Rapid response was called. Pulmonary consult ordered and felt episode was related to patient's history of copd. Cxr showed bibasilar atelectasis and or pneumonia. On (B)(6) 2011 a CT angio was performed to rule out pe. Results of CT angio were, "no pulmonary embolism identified, distension of stomach, esophagus, and possibly some small bowel loops in the left upper quadrant". CT of the abdomen of (B)(6) showed extensive pneumoperitoneum and the degree of pneumoperitoneum is disproportional to the date of surgery, 8.4x3.9cm collection with air fluid level that may reflect diverticular abscess. Ng tube was placed. On (B)(6), the patient went for CT drainage of pelvic abscess with 200cc of watery foul smelling fluid aspirated. Catheter placed and continued to drain 200cc. Cultures of fluid grew gram negative rods, (B)(6). Infectious disease in on consult adjusting antibiotics. Renal consult for elevated bun/creatinine due to patient being dehydrated. IV fluids were started. The fluid from the abscess changed, it became a little more bilious and the patient's clinical picture didn't drastically improve. Therefore, the decision was made to perform an exploratory laparotomy and washout the abdomen and do a diverting ileostomy. Operative complication discovered during surgery was an anastomotic leak. The patient returned to surgery on (B)(6) 2011 due to intra-abdominal abscess and infection with sepsis. As of (B)(6) 2011 the patient remains in ccu.